Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints did identify an increase in complaint activity for lot 57106ud00 , however, no related trends were identified regarding commonalities for complaint lot number and issue. Device history review did not identify any non-conformances or deviations with the complaint lot. The overall performance of the alinity I stat high sensitive troponin-I reagents in the field was reviewed using data gathered from customers worldwide. The patient median values obtained with the complaint lot 57106ud00 is within established limits and thus comparable to the historical lot performance, which confirms no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I stat high sensitive troponin-I reagent lot 57106ud00 was identified.

Event description:
The customer reported that the alinity I stat high sensitive troponin-I was elevated when compared to a troponin t result (platform unknown). Customer reference range: hs troponin I 0.0-26.2pg/ml. Troponint 0.0-100.0pg/ml. On (B)(6) 2024 troponin I was 2988.7 pg/ml. Other laboratory results: on (B)(6) 2024 troponin t was 93 pg/ml. On (B)(6) 2024 another patient sample was tested for troponin I, which generated a result of 2513.6 pg/ml (from 57638ud00) and troponin t was not repeated. The customer thinks it is questionable that only alinity I stat high sensitive troponin-I is high and plans to perform further testing. There was no reported impact to patient management.

Manufacturer narrative:
This report is being filed on an international product, list number 08p13-24 and there is a similar product distributed in the us, list number similar us ln 04z21. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. MFR 3005094123-2024-00196 is for lot 57638ud00.

Event description:
The customer reported that the alinity I stat high sensitive troponin-I was elevated when compared to a troponin t result (platform unknown). Customer reference range: hs troponin I 0.0-26.2pg/ml. Troponint 0.0-100.0pg/ml. On (B)(6) 2024 troponin I was 2988.7 pg/ml. Other laboratory results: on (B)(6) 2024 troponin t was 93 pg/ml. On (B)(6) 2024 another patient sample was tested for troponin I, which generated a result of 2513.6 pg/ml (from 57638ud00) and troponin t was not repeated. The customer thinks it is questionable that only alinity I stat high sensitive troponin-I is high and plans to perform further testing. There was no reported impact to patient management.